Manufacturer narrative:
Device was used for treatment, not for diagnosis. This report is for 1 unknown screw/unknown lot. Implanted: 2 years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during elective hardware removal of a healed fracture on (B)(6) 2014, one of the screws broke; the hardware was in place for about 2 years. The screw head broke off and the broken shaft was removed with a screw removal tool. All hardware was removed and fully intact, it was then discarded and is not available for evaluation. The identity of the screw was not verified prior to disposal. The procedure was successfully completed with an approximate time delay of 30 minutes, there was no patient harm reported. This report is 1 of 1 for (B)(4).